Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/20/2017 that on (B)(6) /2017, the patient experienced an adverse event. Patient reported that they went into a diabetic shock. Patient was with her mother at the time of event. Patient stated that no treatment was necessary. Patient reported that she did not see her physician or go to the hospital. At time of contact, patient is normal. There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.